Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 29th may 2012 and passed all self-tests up to the 20th september 2015. Temperatures were recorded during this time below the recommended minimum operating temperature. Multiple manual power ups of ten minutes were observed in the device memory between the 21st september 2015 and the last log entry on the 21st march 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. Upon visual inspection of the membrane tail corrosion was found. This caused the faults and resulted in the device switching on automatically. The corrosion indicates the device was stored in adverse environmental conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.